Manufacturer narrative:
Hamilton medical ag comes to the conclusion: investigation: the "panel error / connection lost (tn 556951) with panel reconnection (tn 556952)" can be confirmed through logfile analysis. Tn stands for technical note. The certified service technician from hamilton medical switzerland checked the device and found no indication of a hardware or software failure. Root-cause: the most likely root cause for the panel connection lost event is a singular, short interruption of the physical connection between the two units, namely the ventilation unit and the interaction panel. The panel error / connection lost (tn 556951) with panel reconnection (tn 556952) could have various root causes. With the information available the exact root cause could not be determined. Actions taken: the software was updated to last software released at the time of the investigation. Then a software test was performed, which passed with version 1.2.2. No parts were replaced. The device was then recalibrated and put back into service. No further information was provided that could contribute to a more detailed investigation of the incident. Ventilation status: during the panel connection lost, the ventilation continued as set. This is confirmed by the logfiles analysis, and there was no interruption in the ventilation supply. However, as a preventive measure, the user switched to another ventilator during the incident to ensure continuous ventilation. Conclusion: the incident involving the panel connection lost could not be definitively attributed to a specific cause. Preliminary measures were taken by conducting a software check, recalibrating the device, and putting it back into operation.

Event description:
The following was reported to the hamilton medical ag: summary: panel error / connection lost ((B)(6)) with panel reconnection ((B)(6)).